Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8 mm large hem-o-lok clip applier was not releasing the clip. The procedure was completed with no reported injury.